Event description:
This device was interrogated successfully on (B)(6) 2024, but leading up to the successful interrogation and following the successful interrogation, the device could not be interrogated. No lights were seen on the wand, all troubleshooting was unsuccessful. The successful interrogation showed 25 percent remaining with an estimated 1 year and 10 months to eri and the device appeared to be functioning normally. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.